Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported via medwatch "patient power port accessed with 22g 1. 0" needle. Patient shirt wet, leaking at lower end of the needle tubing (hub)".